Event description:
This notification was opened for review for information received that the remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation, dust contamination and error code(s) e007 (err_software), e053 (err_comp_log_sem_timeout), e055 (err_therapy_queue_full) and e065 (err_stuck_encoder_a) were present. The device was scrapped after the evaluation was completed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.